Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2015 with the following findings: evaluation revealed that the display was dim, faded and discolored. Unrelated to the display issue, evaluation revealed that the keypad cover was peeling at the ok button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, faded and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/13/2015.